Manufacturer narrative:
Date of event is estimated. A date of implant is unknown. (B)(6).

Event description:
It was reported the patient has discharge at the ipg site. It is unknown what intervention is being planned or considered.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.